Event description:
It was reported that after a da vinci-assisted hysterectomy surgical procedure, the patient sustained a fever and internal bleeding and underwent a subsequent procedure. The initial procedure was noted to be "bloody," but an increased blood loss was not reported. There were no da vinci system or instrument-related complications; the procedure was completed robotically. One week post-procedure, the patient had complications of a fever and confirmed internal bleeding. The patient was taken back to the operating room to address the internal bleeding by a general surgeon for a possible abscess.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.